Event description:
Emergent femoral arterial line placed in right groin (B)(6) 2018 in cath lab. During removal of femoral arterial line (B)(6) 2018, top snapped at hub leaving femoral artery sheath within vessel. Emergency management of bleeding initiated and patient taken to surgery for removal of foreign body. Right femoral artery exploration with retrieval femoral artery sheath performed under monitored anesthesia with local. Patient discharged home (B)(6) 2018.